Event description:
This 58-year-old female underwent bilateral mastetomies with silicone gel implantation in 1977. The procedure was performed at another facility, thus the implant MFR is unknown to this reporting facility. The pt presents with painful breast. Gross exam: both implants are massively disrupted. The capsules demonstrate chronic inflammation.